Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h1, h6.

Event description:
Upon further review, the reported event "intramammary lymph node in the superolateral quadrant of the left breast measuring 0.5cm" is describing normal lymph nodes. There is no complaint against the left side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported left side "intramammary lymph node in the superolateral quadrant of the left breast measuring 0.5cm" as lymphadenopathy . Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., d.4., h.4.

Event description:
Healthcare professional reported left side "intramammary lymph node in the superolateral quadrant of the left breast measuring 0.5cm" as lymphadenopathy . Device remains implanted.